Event description:
It was reported that the 7700 system had intermittent loss of images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced during the service call.